Event description:
Country of complaint: (B)(6). Thread cracked while suturing.

Manufacturer narrative:
Mfg site eval: samples received - 1 closed sample and 1 open sample with the thread broken (used). There are no previous complaints of this code/batch. There are no units in OEM stock. We have tested the knot pull tensile strength of closed sample received and the result fulfil the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified).